Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A zenith flex main body stent graft was implanted as planned in the male patient who had an abdominal aneurysm on (B)(6) 2014. When the surgeon wanted to bring the introducer into the main body to retrieve the top cap, he experienced some difficulties at the upper portion of the main body. He described it like there was a kind of fixation between stent graft and introducer, so they've had to try several maneuvers to fix the situation. They used another manufacturer's balloons to bring some motion in the device, and suddenly they saw how the described "fixation" was remedied and they were able to bring the procedure to its end. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested but not provided by the reporter.